Event description:
Reportedly, during index procedure the left sfa demonstrated plaque disruption which was treated with for hollow atherectomy. The excellent atherectomy result was achieved. The procedure was ended. Device remains implanted; no product returned.

Manufacturer narrative:
Device not returned.